Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing severe pain and inadequate stimulation. The patient was prescribed with medication.